Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use on a (B)(6) female admitted for aortic valve replacement, the temperature reading from the 7.5f vip swan-ganz catheter was 34.4°c upon arrival from the operating room (or). The rectal and esophageal temperatures were consistently 35.5-36.5°c throughout the entire operating room (or) case. Per the cardiac anesthesia team, the temperature reading from the swan-ganz catheter did not make sense and seemed off. A secondary temperature was taken, which was consistent with the operating room (or). There was no patient injury. The model and lot number are unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 831f75 catheter with a monoject limited volume syringe and a non-edwards contamination shield. The catheter was submerged in a 37.0°c water bath and read 37.1°c on a vigilance ii monitor. The thermistor temperature reading was within accuracy, per the vigilance manual. The thermistor circuit was continuous with no open or intermittent conditions. The thermistor connector was opened and there was no visible abnormality. The balloon inflated clear and concentric, and remained inflated for 5 timed minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or the thermistor connector. The customer report of "temperature reading from the swan-ganz catheter did not make sense and seemed off" was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unstable baseline temperature tracing can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.